Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy greater than 30 units from the expected fill estimate of 80 units. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by loading a new cartridge.